Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during a hip labral repair, the tip of the ar-16991n broke off when passing suture; it was not retrieved from the patient. The case was completed; the patient is a (B)(6) female.